Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet system and was treating low blood glucose for approximately an hour; no device alerts or alarms were reported, and the user treated with oral glucose. Symptoms included low blood glucose. Outcomes included resolution with self-treatment and no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device-related contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.